Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: syringe, ivp ampicillin syringe, therapy date unk. The event occurred in nicu indicating the patient was likely a neonate/infant.

Event description:
The customer reported that tpn (module b lvp) programmed at a rate of 7ml/hr. And a primary infusion of lipid (20ml) fat emulsion 20% was initiated at 1708 on (syringe module a) programmed at a rate 1ml/hr. At 0043 the rn paused the lipids to administer ampicillin IV slow push for 8hrs. It was reported by the rn around 0300 the lipids rate was at 1ml/hr. However, the infusion was completed. The rn also noticed that the tpn infusion defaulted to kvo rate 5ml/hr. The customer requesting an investigation to determine if it was user programming issue. The event occurred in nicu.